Manufacturer narrative:
Date of event is estimated. The event of lead explant and replacement due to lead migration was reported to abbott. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number 3006705815-2021-04715. It was reported the patient fell and patient's leads migrated. The issue was confirmed via x-rays. In turn, the patient underwent surgical intervention wherein the leads were explanted and replaced to address the issue. Therapy was restored postoperatively.